Event description:
It was reported that a device fracture occurred. A 1.25mm rotapro was selected for use. During the procedure, it was noted that the device could not be advanced and got fractured. Another 1.25 rotapro had the same issue. The procedure was not completed due to this event. The patient was under local anesthesia when the procedure was cancelled. There was no patient complications reported.